Event description:
Information was received indicating that a patient's "rhythm of day and nights is very variable" during their use of a smiths medical cadd-legacy duodopa ambulatory infusion pump. It was reported that the patient was falling asleep early, forgetting to disconnect the pump or forgetting to check to see if the pump was running. No adverse patient effects were reported.